Event description:
It was reported via repair work order that the headend lift was stuck elevated due to a damaged coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.